Event description:
Consumer reported after activating instant cold compress and became cold, she applied it on her back below the shoulder for about (20) minutes. In about one (1) hour consumer noticed that she has developed a blister the size of the compress. Medical attention was sought and she was told that she had a burn. Consumer was advised to apply neosporin and vitamin e.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.